Event description:
Allegedly, in the revision on (B)(6)2022 dr. (B)(6) removed the femur, midsection, stem, poly, and hinge and replaced it with new parts because the patient was complaining of some pain.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.